Event description:
It was reported by the customer that a pyxis medstation system auxillary 1 drawer 1.1 pocket d6 were not recovering from drawer. The customer reported that this malfucnction was occured while trying to issue medication to patient and that have caused an delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device auxillary 1 drawer 1-2 has failed cubie pocket. A field service engineer found foil strip across contacts. Removed foil and tested cubie pocket but rowboard pocket is shorted. The field service engineer replaced half height rowboard and reinstalled cubies. The system functioned as intended after the technical support specialist troubleshooted the device.